Manufacturer narrative:
Information contained in this report was previously submitted through asr on 29/oct/2010 and 23/jul/2012 a review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation and pain.

Event description:
Patient reported right side "severe breast pain." Healthcare professional reported right side deflation. Device remains implanted.

Manufacturer narrative:
Additional, changed, and/or corrected data: b.5., d.7.,g.1., h.6.

Event description:
Device has been explanted.

Event description:
Patient reported right side "severe breast pain." Healthcare professional reported right side deflation. Device has been explanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformance's noted. Device evaluation: visual analysis of the returned device identified a crease fold, an opening on anterior, and delamination of the valve. Leak test and microscopic analysis were performed which identified a cracked opening, a sharp opening, delamination (>75% total separation), and wear abrasion. Based on the device analysis the final assessment was a cracked valve seat diaphragm valve, a sharp opening on valve bond edge assessed as an unidentified (tear) opening, and total delamination of the valve assessed as cohesive failure.